Event description:
It was reported to philips that the customer had an image quality issue with the azurion system. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the diagnosis coronary procedure was performed when the issue happened, and the patient was moved to another lab to complete the procedure. Philips field service engineer (fse) visited the site and observed that images are grainy. After reviewing the log, it caused by low x-ray output imaging heavy patients at steep angles, resulting in low dose values leading to increased image noise and underexposure. To resolves the issue fse performed the system calibration and verification. After performing system calibrations, the system was returned to use in good working. The codes were updated based on the investigation outcome.